Manufacturer narrative:
The device has not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Based on similar reports, a potential cause for the damage to the teflon pad is operator¿s technique. The device instruction manual contains several warning statements to prevent thermal and mechanical damage to the teflon pad: ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects¿. And ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that in the middle of a therapeutic laparoscopic esophagectomy procedure, while the device was working on fatty tissue, the teflon pad of the device melted during activation, exposing metal underneath the pad. The itm software did not activate. There was no report of patient injury, excessive bleeding, or device fragment fallen into the patient. There was also no report of probe breakage or error messages. The procedure was completed without replacement of the device. It was reported that the device was inspected prior to use, with no anomalies found.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the complaint for melted teflon pad with metal exposed under the pad. The evaluation found a section of the teflon pad melted and missing, with about 0.042 inches of metal exposed. There was no report of breakage in the probe.